Event description:
It was reported that a user experienced symptomatic hypoglycemia upon waking with a glucose reading in the high 40s, presented as a walk-in, and used a dexcom sensor that showed readings lagging behind point-of-care glucometer values; the user consumed orange juice prior to arrival and received glucose tablets in clinic, and the dexcom sensor was replaced with a new sensor after six days of use. Symptoms included jitteriness, shakiness, and anxiety. Outcomes included on-site treatment with oral glucose and stabilization of glucose without hospitalization or emergency intervention. Investigation included user interview and device data review, with additional review of a reported issue where the downloaded report generated a blank page while the online report displayed correctly. Investigation of this case revealed that the hypoglycemia resolved with carbohydrate intake and that the continuous glucose monitor readings increased more slowly than capillary glucometer readings, consistent with sensor lag, while the report download issue was reproducible by the user. It was concluded that the cause of the hypoglycemia was unclear and that the device function was consistent with design relative to sensor interstitial lag; the report download problem was a software usability issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.